Event description:
During the angiogram, the previously implanted bx sonic stent in the patient's distal (rca) right coronary artery lesion was found 95% occuluded. A cypher stent was deployed in the lesion. The patient was hospitalized for two days. The event resolved without sequel.